Manufacturer narrative:
(B)(4). Sample availability is unknown. If a sample becomes available a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) to report having a check supply line alarm with the homechoice (hc) machine during prime. The technical service representative (tsr) advised the home patient (hp) to push and turn the spike on the supply line, move the white clamp down the line and restart prime. The hp stated the solution was not moving through the line. The tsr had the hp turn the supply bag over. The hp stated the spike came out. The tsr had the hp press stop and instructed the hp to discard the supply and get a new bag. The hp had an unused supply line. The tsr had the hp connect the new bag to the unused supply line and close the clamp on the used supply line. Prime restarted. The hc primed normally. There was no patient injury or medical intervention indicated at the time of the initial report.